Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 356mg/dl. During the call, the wife stated that the doctor in the emergency room believes that his admission has something to do with his heart. Initially, the customer requested assistance on how to use the bolus wizard. The caller stated that the customer has been treated with an insulin drip while staying in the hospital. The wife called back and stated that the customer changed the infusion set in the morning and the cannula was bent. His glucose level went up and requested assistance in bolusing without him eating. No further information was provided.